Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient presented with pre operative diagnosis of pseudoarthrosis at l5-s1 underwent removal of pedicle screw fixation at l5-s1 bilaterally, repositioning of l5-s1 interbody graft on the left, posterolateral fusion at l5-s1 bilaterally using bmp and pedicle screw fixation at l5-s1 bilaterally, using pedicle screw fixation system. Per operative report: ¿¿..the hardware was all dissected free, using rongeurs. The previous crosslink was then removed, then the locking screws were removed in all 4 screw heads. The rods were taken out on both sides and then the pedicle screws were removed from all pedicle screw holes. There was pseudoarthrosis identified. Screws were then inserted bilaterally at l5 and s1.then small bmp sponge was placed out laterally overlying the facet and transverse process area as well as a piece of it was placed right underneath the rod on both sides. The patient was taken to recovery room in stable condition.¿ patient alleges unspecified injury due to the use of rhbmp-2.